Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Caller reports she is currently in the operating room now. Caller reports patient is having ins replaced. Caller reports in pre-op, impedances were all within normal limits. However, intra-op they performed lead connectivity, and impedances showed electrode 6 is out. Electrode impedance shows electrodes 2-7 are shorted. Caller reports 8-15 electrodes are fine. Caller reports patient is programmed mostly on 8-15 lead and 0-7 lead patient is using electrodes 1,2, and 3. Reference 12: 330 ohms 3: 350 ohms reference 21: 330 ohms reference 01: 420 ohms. Caller reports physician has removed and wiped the lead several times, but impedances continue to show shorted .suggest testing the 0-7 lead on wireless external neurostimulator (wens). No symptoms were reported.

Event description:
The cause of the shorted impedances intra-op were not determined. The physician mentioned that the leads are older version. Several reseating attempts were performed to try to resolve the impedance issues. The leads were tested with the wireless external neurostimulator and on the last attempt of inserting the lead into the implantable neurostimulator, the connectivities were all "green." The shorted impedances did not resolve, but the physician determined that they would proceed with battery replacement.

Manufacturer narrative:
Continuation of d10: product ID 3778-60 lot# serial# (B)(6) implanted: 2012-(B)(6)explanted: product type lead product ID 3778-60 lot# serial# (B)(6) implanted: 2012-(B)(6)explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.